Event description:
It was reported that during an abdominal plastic procedure, the jaw did not open. This issue occurred during use on patient. The device coagulated and cut normally. Device could be removed from tissue without problems but the jaws could not be opened for the next coagulation. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Pin. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did return after the handle was depressed. The top roller pin was missing but there was evidence of wear, an indication that the pin was present during assembly. The device was disassembled and the slotted knife was slightly deformed.